Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. An overall product deficiency has not been identified. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on an unknown date. It is unknown if repeat or confirmation testing were performed. The customer was concerned that this may have been a false positive result even though the patient was reported to have been symptomatic. No additional patient information, including treatment and outcome, was provided.